Event description:
The pt stopped feeling neurostimulation coverage in the lower back. There was no known incident or accident related to the complaint. The pt was seen in clinic. Impedances were greater than 40,000 ohms on all bipolar electrode combinations involving #14. The hcp planned to do magnetic resonance imaging. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).